Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) would not start, and the patient wanted to get in touch with a manufacturer representative to get the implanted restarted. The implant stopped working for the patient, and the implant was giving him more pain than doing him any good. The consumer also reported that the ins made the patient sick to his stomach. The patient worked with a manufacturer representative multiple times for reprogramming, but nothing ever worked. The patient would be reprogrammed and everything would be working, but, by the time the patient would sit down in his car after his reprogramming session, it would be back again. It was unknown how many times the patient went through this scenario. The patient requested to have the implant removed. It was mentioned that the trial "worked perfect," and the patient had no pain whatsoever. The patient quit using the ins in (B)(6) 2013. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Upon further review, (B)(4) no longer applies.

Event description:
Additional information received from the consumer reported the only thing that the manufacturer could do to resolve the issue was to take it out of the patient&#38112;body at the manufacturer&#38112;expense.

Event description:
Additional information received from the manufacturer representative reported that the manufacturer representative was not aware of the adjustments that would not last. It was also reported that if the patient did not like the stimulation, the patient would turn it off. Additional information received from the consumer reported that the temporary unit worked fine, but the permanent unit had given the patient trouble from the beginning. The patient had gotten the unit adjusted at least 12 times, and then he finally gave up because it was giving him so much trouble, even when turned off. It was noted that the patient wanted the device removed. It was further reported that the patient had quit using the device altogether and put it away. Recently, the patient tried to restart the implant, but it would not reconnect to start the implant, even after the batteries were charged. No outcome was reported for this event. If additional information becomes available, a follow up report will be sent.